Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation with qdot micro and carto 3 and the patient experienced cardiac tamponade and pleural effusion that required pericardiocentesis. It was reported that there was an issue with the software during a complication. They experienced a map shift with no indication or alert, there was no cardioversion done, the patches hadn't moved, respiratory was unchanged as they were on jet ventilation. They remapped and comparing the maps it looked like the map shifted to the right a little bit. The map shift occurred sometime after isolating the left veins and going to the right veins. They proceeded to finish the right veins. Procedure continued and completed. Pericardial effusion was also reported. There was a small effusion observed when they were going transseptal, and it did not build up until later on in the case. The effusion was discovered by the intracardiac echocardiography (ice) catheter. The medical intervention provided to the patient was a pericardiocentesis and the patient was taken for computed tomography (CT) scans. The patient was breathing on their own and was stable. After further review of the case on friday, august 2nd, it was discovered that the patient had a pleural effusion. They had to drain the blood from the left lung of the patient and the patient was stable. It was also reported that the map shift was not due to the software. Hardware evaluation details: an investigation was initiated by the manufacturer to evaluate the issue. It was found that the reported map shift was caused by high metal values during mapping below warning level. The issue is related to a defect. The defect is being handled per defect management process. The history of customer complaints reported during the last year and associated with carto 3 system # 34268 was reviewed. No similar additional complaint was found. A manufacturing record evaluation was performed for the carto 3 system # 34268, and no internal actions related to the reported complaint condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with qdot micro and carto 3 and the patient experienced cardiac tamponade and pleural effusion that required pericardiocentesis. It was reported that there was an issue with the software during a complication. They experienced a map shift with no indication or alert, there was no cardioversion done, the patches hadn't moved, respiratory was unchanged as they were on jet ventilation. They remapped and comparing the maps it looked like the map shifted to the right a little bit. The map shift occurred sometime after isolating the left veins and going to the right veins. They proceeded to finish the right veins. Procedure continued and completed. Pericardial effusion was also reported. There was a small effusion observed when they were going transseptal, and it did not build up until later on in the case. The effusion was discovered by the intracardiac echocardiography (ice) catheter. The medical intervention provided to the patient was a pericardiocentesis and the patient was taken for computed tomography (CT) scans. The patient was breathing on their own and was stable. After further review of the case on friday, august 2nd, it was discovered that the patient had a pleural effusion. They had to drain the blood from the left lung of the patient and the patient was stable. It was also reported that the map shift was not due to the software.